Event description:
It was reported that the rv pacing lead had a suspected fracture and high thresholds. The pacemaker was programmed to aai. When the pacemaker reached its end of life, by design, it reverted to vvi pacing and the patient began to have symptoms again. A new pacemaker was implanted and programmed to aai. The rv lead was left implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.